Event description:
Caller reported that tandem mobi cartridge alarm occurred on (B)(6) 2025. There was no adverse impact to the customer's blood glucose level. Customer was able to successfully load a cartridge and resume insulin therapy, resolving the issue.